Manufacturer narrative:
H4: the lot was manufactured between july 01, 2022 - july 03, 2022. H10: the device and a photograph of the sample were provided for evaluation. The device was returned only partially filled with a liquid solution. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no issue was observed of the connector or cap area of the actual sample. The photograph as reviewed and no particulate matter could be observed in the fluid pathway, however the reported issue was confirmed based on the observation by the baxter quality representative from baxter compounding facility puerto rico. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small strand-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during visual inspection of the final product at the compounding facility. There was no patient involvement. No additional information is available.